Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. Further information could not be provided since the customer reported that they misplaced the damaged pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.